Manufacturer narrative:
Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion (pbd). The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed in which allegation was not confirmed. Analysis showed the daily battery voltage measurements displayed a pattern of steady discharge. Moreover, pulse generator diagnostic data spreadsheet showed a cell depletion pattern that is similar to other devices that depleted normally. Further, the device passed the automated electrical testing.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion (pbd). The device was explanted. No additional adverse patient effects were reported.